Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. There was evidence of dried fluid present within the cassette compartment on the pump door, on the safety clamp, and on the pump molded clamp. However, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. There were no visual indications of particulates within the cassette area. An (as-received) treatment-based continuous cyclic peritoneal dialysis (ccpd) simulated treatment was performed on the cycler and completed without failures. The cycler weighed fill volume values were within tolerance for a liberty cycler. No fluid leaks were found in the test cassette during the treatment test. The cycler underwent and passed a system air leak test, a valve actuation test, a patient pressure sensor calibration check, and a mushroom head check. An internal visual inspection identified evidence of dried fluid on the bottom cover under the pump assembly and behind the front panel, and on the baseplate under the pump. The cause of the observed dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius customer service to cancel an order. The patient stated they were diagnosed with peritonitis, had their pd catheter (not a fresenius product) pulled, and they were completing in-center hemodialysis (hd). Multiple attempts were made to obtain additional information, and they were unsuccessful. No further information pertaining to the peritonitis event was available.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius customer service to cancel an order. The patient stated they were diagnosed with peritonitis, had their pd catheter (not a fresenius product) pulled, and they were completing in-center hemodialysis (hd). Multiple attempts were made to obtain additional information, and they were unsuccessful. No further information pertaining to the peritonitis event was available.

Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: there is a temporal relationship between pd therapy utilizing the liberty select cycler with cycler set and the patient event of peritonitis with pd catheter removal and transition to in-center hd. However, there is no documentation in the complaint file to show a causal relationship between the peritonitis and any fresenius device or product. No information related to the cause of the peritonitis event was available. All pd patients are at risk of peritonitis due to a compromised immune system and the increase of potential for microbial contamination from dialysis techniques. Most cases of peritonitis are caused by touch contamination by the patient with the pd catheter being a source of entry for organisms into the peritoneum. Due to the limited information available combined with the absence of an allegation of a malfunction or deficiency of any fresenius device(s), the liberty select cycler and cycler set can be excluded as the cause of the patient¿s reported peritonitis event.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius customer service to cancel an order. The patient stated they were diagnosed with peritonitis, had their pd catheter (not a fresenius product) pulled, and they were completing in-center hemodialysis (hd). Multiple attempts were made to obtain additional information, and they were unsuccessful. No further information pertaining to the peritonitis event was available.